Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor failed incoming functional testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on pins on pca connectors j1002 and j1003. The buildup of oxidation increased the pin resistance. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (unable to complete functional testing) was confirmed. As received the monitor failed incoming functional testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.